Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced severe leakage on their infusion while filling the tubing. The location of the leakage is the base of the needle. Customer reported that this occurred with two separate infusion sets. The third infusion set they used functioned properly. Customer's blood glucose level at the time of the incident was unknown. No product is expected to be returned.